Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. An x ray showed that lead seemed to have pulled back into the main coronary sinus. This lv lead was explanted. No additional adverse patient effects were reported.